Event description:
It was reported that the customer experienced high blood glucose levels and that the insulin pump had a delivery anomaly. The blood glucose reading was 322 mg/dl. The customer complained of blurred vision and vomiting all day. He stated that he had to treat using the plunger to push insulin through the reservoir into the tubing. He repeatedly refused troubleshooting for the issue and requested a replacement device. Confirmed that the insulin pump would be replaced. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had normal operating currents and no unexpected off no power, low battery, failed battery test or battery out limit alarms or blank display was noted.the insulin pump passed the displacement, rewind, basic occlusion, occlusion and no delivery tests. No delivery anomaly was noted. The insulin pump was unable to prime during the prime test due to a faulty force sensor. The insulin pump had minor scratches on the display window and a cracked reservoir tube lip.